Manufacturer narrative:
The investigation identified a software anomaly triggered by a sequence of events which allows a sample to be aspirated from the wrong position of a sample tray and/or dispensed back into the wrong position of a sample tray when using a vitros 5600 system. This can lead to a result or series of results to be associated with the incorrect patient or erroneous results. Ortho clinical diagnostics is in the process of communicating this issue to the FDA. (B)(4).

Event description:
A retrospective review of econnectivity data to support an ortho clinical diagnostic investigation identified a sample fluid that was likely aspirated from an unintended tube/cup when processed on a vitros 5600 system. No result was generated from the aspirated sample, however the sample was likely returned into an unintended tube/cup which can cause a contamination of another sample and lead to erroneous results. It is unknown if any patient result(s) were affected or reported to a clinician. Since the customer did not report the result directly to ortho clinical diagnostics, it is assumed there were no allegations of patient harm. The investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
The customer confirmed that there were no discrepant patient sample results observed during the time of the event. There were no allegations of patient harm. (B)(6). (B)(4).